Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant, the surgeon tunneled the driveline, but upon exiting the skin, 3 petals from the tunneling bullet were retained. All 3 petals of the tunneling bullet were retrieved. Reportedly, the surgeon had correctly moved the metal portion to cover the yellow line.

Manufacturer narrative:
Device evaluation: the report of damage to the tunneling bullet could not be confirmed because the product was not returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.